Event description:
The service company reported that "during testing, vent will not cycle." The service company opened the unit and found damaged/pinched wires between turbine and motor board. No patient harm.